Event description:
The customer reported while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette sample into well positions e5 through h5 and did not give an error message. Customer also noted that summit sample handler, pipetted bubbles into well positions f4, g4 and h4. No error message was given. A field svc engineer was dispatched. No death or serious injury was associated with this event.